Event description:
The perfusionist was priming the pump. The arterial venous loop is one continuous piece of tubing, which was handed to the attending surgeon by the student. When the student was handed the av loop, there should be a certain level in the reservoir (there is a level sensor that will alarm if level is too low). When the student handed it over to the attending physician, the reservoir volume dropped, the system alarmed and the pump shut off. The perfusionist was looking for why this happened, as it is a closed system and there is no place for the blood to go. He put crystalloid into the reservoir, and the volume level became low again, but caught before system shut off. At the last little section of the filter, (before the patient) the perfusionist saw drops of blood. The piece sits in a holder with a well in it, and there was volume in this area where there should not be. The perfusionist notified the attending surgeon, and the old filter was replaced with new one. The old filter consists of two plastic pieces bonded together. Between these pieces is where the leaking was at the "seemed area," which was cracked. When the reservoir was taken off, staff did note clots in the "sock" inside where you would not see them until you take off the reservoir and examine it. The procedure was continued and staff started to cool the patient. However, they were unable to get the pump pressures up. Troubleshooting of pressure was attempted, however, staff was unable to identify the reason for the low pressures. The perfusionist noticed that the volume back in the reservoir was not emptying out at the appropriate patient flow rate, and the pump should have been putting a lot more fluid back as opposed to taking fluid out of the patient. The patient started to decline and it was decided that the oxygenator needed to be changed out. The other perfusionist primed a new oxygenator, the patient came off bypass, the oxygenator was changed, and the patient's arterial pressures immediately increased.